Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and tested on in-house system. The instrument did not have any damaged cables. The instrument passed the recognition and engagement tests. The blades opened and closed properly. It also passed an electrical continuity test.

Event description:
Refer to h11 for follow-up information.